Event description:
A user facility medical director reported to fresenius that a leak occurred at the heparin line of the combiset bloodlines during the patient's hemodialysis (hd) treatment. The reported issue occurred within three minutes of treatment initiation on a fresenius 4008s machine. It was not reported that any defect or damage was noted to the bloodlines. The patient did not experience a serious injury or require medical intervention. The patient's estimated blood loss (ebl) was approximately 10 ml. Treatment was restarted on the same machine and successfully completed with new supplies. The sample is not available to be returned to the manufacturer for "physical" evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility medical director reported to fresenius that a leak occurred at the heparin line of the combiset bloodlines during the patient's hemodialysis (hd) treatment. The reported issue occurred within three minutes of treatment initiation on a fresenius 4008s machine. It was not reported that any defect or damage was noted to the bloodlines. The patient did not experience a serious injury or require medical intervention. The patient's estimated blood loss (ebl) was approximately 10 ml. Treatment was restarted on the same machine and successfully completed with new supplies. The sample is not available to be returned to the manufacturer for phyiscal evaluation.

Manufacturer narrative:
Plant investigation: a sample was not returned to the manufacturer for physical evaluation. However a photograph was received from the customer. A separation of the heparin line from the "t" connector was noted. The reported issue was confirmed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release.